Event description:
Reported as, "the device implanted in the left precordial region for folfox chemotherapy. Following verification of reflux blood flow into the device, drug administration stated with a continuous infusion pump. Swelling was noted in the area of the port implantation. Fluoroscopy revealed that the catheter had detached from the port and migrated to the right atrium. The catheter locking sleeve remained on the port outlet tube. The catheter was removed from the patient using a gooseneck snare."

Manufacturer narrative:
An inventory of the returned vital-port system included the port body, catheter segment (approx. 20.5cm), catheter lock and attached locking sleeve. All returned pieces were dimensionally characterized and found to be within manufacturing specifications. One of the suture holes had been used. The locking sleeve was damaged. This could have been caused during implantation or removal of the device by a surgical instrument. Visual inspection of the catheter revealed the absence of burnishing marks on the catheter, created by the rubbing of the catheter between the ring of the port outlet tube and the catheter lock. This is an indication that the catheter was not advanced beyond the ring of the outlet tube as directed by the IFU. Conclusion: the lack of marking or bruising of the catheter would indicate that the catheter was not advanced over the ring on the connector tubing. Not advancing the catheter past the ring before attaching the catheter is contrary to the IFU. See scanned pages.